Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that some keys on the keyboard were unresponsive, preventing user sign-in. A technical support specialist (tss) assisted customer to reboot the station remotely to resolve and the issue was resolved. Customer was able to sign-in and pull medications for patients. The system functioned as intended after the technical support specialist investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es b-tcu keyboard was not working, and some keys were unresponsive, preventing users from signing in. The customer stated that there was no delay in patient care. There were no adverse events or injuries reported based on this event.